Event description:
The customer reported that on (B)(6) 2012 at 11:58 am she took a 3.10 unit bolus dose of insulin (no blood glucose test or carbohydrates reported at that time). At 2:14 pm her bg measured 325 mg/dl and she took an add'l 1.95 units by bolus. At 4:03 pm her bg had decreased to 248 mg/dl. She felt that the cannula had dislodged from the infusion site, so she changed the pod.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the product condition. The customer reported that she felt that the cannula may have dislodged from the infusion site. This would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."